Manufacturer narrative:
The suspect device was not returned for evaluation, however the customer did provide the device logs for review. Technical services reviewed the logs and trending data and observed persistent alarms around the time of the reported event. Technical support corresponded with the customer and confirmed that the vent was responding normally. Additionally, conversations with the customer confirmed that the issue was set up related.

Event description:
It was reported that the device was auto-cycling while in use on a patient. Complainant did not indicate that there was any adverse effect to the patient due to this malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.